Event description:
It was reported that a seam tear occurred. The peripheral vasculature was tortuous. While advancing the isleeve introducer sheath, some resistance was met. Because of the resistance, the isleeve as removed in order to bring in the dilator and dilate the vessel before attempting to advance the isleeve. The isleeve was easily removed but the distal tip was slightly slip. The isleeve was removed and a new isleeve was prepared. The new isleeve was introduced after the tract was dilated using the dilator. No resistance was met and the isleeve positioned easily and effectively. The patient had no problems or complications.